Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02538. It was reported that the patient was not getting adequate therapy. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one lead was explanted and the other lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy.

Event description:
It was reported that the patient had a lead repositioning procedure on (B)(6) 2021 instead of replacement as previously reported. The leads were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient's lead had migrated. It is unknown which lead migrated, therefore both are being reported.